Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) upper display had duplicate settings information and no waveform. The patient was removed from the ventilator, with no harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien was only authorized to upload the latest software revision. The ventilator passed all testing.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The customer notified that they are going to replace the graphic user interface (gui) printed circuit board (pcb), and the backlight pcbs. Afterwards, the covidien customer service engineer (cse) will be called to upload the latest software revision.